Manufacturer narrative:
Follow-up #1: date of submission: 01/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: the original complaint of intermittent vibration could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the up arrow button was under responsive and the audio bolus button cover was punctured, but the button was still responsive. The keypad was removed and the up arrow button contact was cracked. The pump was opened and there was no damage to the vibration motor or vibration motor contact pads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an intermittent vibration issue with the pump. There was no indication that the product caused or contributed to an adverse event. The alleged issue could not be resolved with troubleshooting. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.